Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of false positive results for 3 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 411 immunoassay analyzer using different reagent lots: 387695 (lot a) and 409463 (lot b). Patient 1 result with lot a was 2.23 coi (positive). The result with lot b was 0.735 coi (negative). Patient 2 result with lot a was 2.40 coi (positive). The result with lot b was 0.601 coi (negative). Patient 3 result with lot a was 1.22 coi (positive). The result with lot b was 0.612 coi (negative). The positive results were reported outside of the laboratory. The negative results were believed to be correct. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer repeated the samples using a different lot of toxo igm and obtained non-reactive results. The customer was unable to return a sample for investigation. Without the sample to investigate, a specific root cause could not be determined. The issue was resolved by switching reagent lots.